Event description:
It was reported that tandem mobi pump battery would not charge even though customer used tandem charging pad, cable, and wall adapter with a working outlet and kept pump on charging pad for at least 30 minutes. There was no reported impact to the customer¿s blood glucose level. Customer initially planned to rely on injections if pump battery depleted, but later changed charging cable, wall adapter, and charging pad using tandem mobi supplies, after which pump began charging, issue was resolved, and no further assistance was required.